Event description:
Customer reported the system twice displayed a filament regulator error during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed a filament calibration. The calibration passed and ge rep could find nothing wrong. Errors occurred during a long procedure and could have been caused by the x-ray tube becoming hot. System operates as intended.